Manufacturer narrative:
Additional information added to h6 and h10. G4 : 4/22/2021 this MDR was generated under protocol b10010116, as a result of warning letter (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Pump was found to be displaying an error code message on power up when batteries was inserted. Found chipped rear case, dented front case and scratched lens. Error history log review found error code messages. The root cause of the reported issue was found to be unknown. Actions were taken to mitigate the reported issue: replaced the motor, and the front and rear cases including lens.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump, the pump exhibited led 1830 and had damaged lens. No patient involvement reported.